Event description:
On (B)(6) 2016 at approximately 22:09, nurse programmed alaris infusion pump to deliver a 3000u bolus and then transition from a continuous infusion rate of 9 ml/hr to 10.4 ml/hr. Bag of medication contained 250 mls. Nurse returned to patient's room at approximately 23:43 and noted the bag to be empty. Then the nurse saw and heard the pump sound the "air in line" alarm. The cpu, channel and 3 other attached channels were all sequestered and obtained by clinical engineering on december 3. Preliminary testing demonstrated that flow of infusion through the infusion pump occurred in a cyclic and erratic pattern - no drip to slow drip, then the rate of drip increasing to a brief flow before stopping altogether, and then the pattern starting over again. Clinical engineering was able to eliminate the cpu, programmer error and IV tubing as factors. The infusion pump is a refurbished product, purchased in (B)(6) 2016 from carefusion.